Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the two glass slides being mislabeled on the advia autoslide system.

Event description:
Two mislabeled glass slides were produced on the advia autoslide system. The first glass slide was labeled with the incorrect patient name and incorrect patient sample identification (sid) number, which were for the subsequent glass slide. The subsequent glass slide had no patient name nor sid number printed. No incorrect results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the two glass slides being mislabeled by the advia autoslide system.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00412) on (B)(6), 2016. On (B)(6), 2016 siemens healthcare diagnostics inc. (Siemens) has investigated the mislabeling of two glass slides on the advia autoslide system. The analyzer central processing unit (cpu), the analyzer pc, waste pumps, valve 28, and the advia autoslide printer ribbon were replaced and the advia autoslide rinse bottle was relocated on the table. The system performance was monitored for one month and no further slide mislabeling events occurred. The cause of the event is unknown.